Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device locked closed after application to tissue and would no longer function. The issue occurred with initial use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/24/2016. Date of follow-up report: 10/20/2016. One used ls1020 ligasure device was received for evaluation. Inspection of the returned device found tissue was caked within the jaws, causing it to be difficult to open. After the tissue was removed, the device worked normally and within specifications. Testing of the device on simulated tissue yielded acceptable results and no sticking occurred. The investigation found the issue to be due to user error with maintenance of the device. The IFU lists measures to minimize tissue sticking, including to keep the jaws of the instrument clean, and wipe often when working in a bloody field. It also advises that if sticking occurs the generator may be on too high of a setting. Review of the device history records for this lot found no potentially contributing entries, and that it was released upon meeting all quality specifications.